Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-1093, awareness date 02-sep-2015). Case was received in united states and refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013. Consumer reported that after the birth of her 5th son, her husband and she made the mutual decision that it was officially time to close the doors to the baby factory for good. When the doctor mentioned essure it seemed like a no brainer, no surgery or down time, no interrupting her daily workouts or heavily demanding daily routine of her boys and no hormones that could potentially throw off her balance. So, in (B)(6) 2013, feeling fit, energized, and super proud that she had already shed baby weight and was comfortably back in her size jeans in just 6 short weeks after having her son, she embarked on her essure journey. She awoke from her procedure groggy bleeding and in emense pain (as reported, understood as immense pain). There was a horrible burning sensation on both sides of her back. She was given some pain pills and told to return in 2 weeks for a checkup. None of her pain or bleeding improved during this time, actually things just got far worse. She started experiencing horrible night sweats (to the point of waking her husband from sleep). Which lead to one of the most embarrassing moments of her entire life, he honestly questioned if she had been peeing the bed. This began the sleepless nights, the chronic fatigue, the mood swings, the depression and the brain fog (almost like a state of constant confusion). To the point she would drive threw a traffic light with her 5 boys in toe only to question what color the light was when she reached the other side. On her 2 weeks checkup, she was told that all her symptoms were explained by an infection and was given antibiotics. However, after taking religiously the pills, she did not improve. So a return visit to the doctor was in order. Her normal obstetrician was not in so she saw his colleague who treated her like a lunatic and said her symptoms were just coincidentally now her period and she needed to give her body time to adjust. So she figured she would give her body those 3 months until her hysterosalpingogram (hsg) to adjust. The 3 months were torture not only for her but also for her family. She was useless as a mother and wife, having to spend the majority of her time in bed. She was gaining weight, could not work out and was bloated to the point she looked and felt 6 months pregnant. Between her body image, pain, bleeding and mood swings her marriage was affected to the point her husband requested she goes to her doctor because he felt the hormones in her new birth control were really affecting her. Little did he know it contained no hormones and they were supposed to be using condoms as back up birth control until confirmed blocked because she wanted to avoid the possibility of side effects from hormonal birth controls. She states that she says supposed because their sex life had become nonexistent. Consumer also reported that wet and wild is one thing, but not when you unsure what bodily fluids your wife will be laying in a puddle of on that particular evening, or having to fear causing more pain then she is already in. By the time she arrived at her hsg, she could barely contain her break down and completely crumbled when the doctor came into the room. Consumer told him the only logical explanation for all these symptoms was essure. She went to sleep a healthy active (B)(6) mom and woke up feeling like her body was wasting away to that of one her death bed. According to her, she was basically told she was crazy and everything looked great, that she was hundred percent blocked and to consult her implanting doctor with concerns. Which she did, although he was sure essure was not to blame, he saw the deterioration in her physical, mental and emotional wellbeing and offered to start testing and treating whatever it may be. After almost a year of tests, pills, creams and appointments; nothing improved her symptoms. She had been suffering and bleeding from (B)(6) 2013 until (B)(6) of 2014 when, she got the call with a hysterectomy date. In (B)(6) of 2014, she had hysterectomy performed and states that, when she awoke, the fog had lifted, she was in far less pain waking up from major surgery, most of her symptoms subsided immediately and she got her life back. All of her symptoms, other than some pain in her right side, disappeared after her hysterectomy. Health care professional said the adenomyosis they found explained the pain and bleeding but is not common so young and cannot explain all her symptoms. The remaining pain by her side ended up being adhesions from essure, which required removal of ovary in (B)(6). In addition, consumer reported that essure has caused her life lasting emotional distress. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had pain and bleeding after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy which revealed adenomyosis and adhesions (which she related to essure). Only pain and bleeding, regarded as pelvic pain and genital bleeding, are listed in the reference safety information for essure. After essure insertion abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this case, consumer stated her symptoms started soon after essure insertion and improved with devices removal. She was diagnosed with adenomyosis and also had pelvic adhesions; these conditions could be alternative explanations for her symptoms. However, considering the close association between her pain/ bleeding and essure procedure a contributory role of the suspect insert in the events cannot be excluded. This case was regarded as incident, since device removal was required. A product technical complaint analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 02-oct-2015 - ptc investigation result provided: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had pain and bleeding after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy which revealed adenomyosis and adhesions (which she related to essure). Only pain and bleeding, regarded as pelvic pain and genital bleeding, are listed in the reference safety information for essure. After essure insertion abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this case, consumer stated her symptoms started soon after essure insertion and improved with devices removal. She was diagnosed with adenomyosis and also had pelvic adhesions; these conditions could be alternative explanations for her symptoms. However, considering the close association between her pain/ bleeding and essure procedure a contributory role of the suspect insert in the events cannot be excluded. This case was regarded as incident, since device removal was required. The product technical complaint analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.